Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 ligator head was analyzed. The handle assembly was not returned for analysis. Upon analysis, it was noted that three bands were returned attached to the ligator head and were moved out of their original positions. There were also three broken bands returned that were caught under the other bands. This indicates that the device failed to deploy the bands. Additionally, the ligator head teeth were damaged. The suture was found in good condition. No other issues with the device were noted. A photo of the complaint device was provided by the customer showing the ligator head with some bands attached and moved out of their position and some bands broken. The reported event of failure to deploy bands was confirmed. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Damage to the ligator teeth can cause the suture to be detached from its original position on the ligator head and this could impact the band deployment activity. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the band failed to deploy inside the patient. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem (B)(4) for the reportable issue of bands failed to deployed.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the band failed to deploy inside the patient. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.